Manufacturer narrative:
The device history record (DHR) review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards received information through the implant patient registry, that a 23mm pericardial aortic valve, implanted for approximately one (1) year and eleven (11) days, was explanted due to unknown reasons and replaced with a 3300tfx 23mm aortic pericardial valve.